Event description:
It was reported that during use with 2 bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when sampling for product 515100 - when the product was sampled and then returned to the field a leak occurred.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : no photos or physical samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 2209119, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed. Functional testing was performed, connecting the protectors to a vial using the m12 assembly fixture, then to an injector and syringe per the instructions for use provided with the product. In all cases liquid was able to be drawn from the vial, no leakages between the protector and vial or any other components were observed, and the product functioned as intended. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, all records were reviewed for the reported lot and results were found to be acceptable. Based on our quality team's investigation, we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that during use with 2 bd phaseal¿ protector p14 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when sampling for product 515100 - when the product was sampled and then returned to the field a leak occurred.